Event description:
It was reported that the electrode array was not fully inserted into the cochlea, as was seen by a CT scan. For this reason, the pt was reimplanted with a new device on (B)(6), 2010. The device did not have any technical problem.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, device analysis will be submitted as a follow up report.